Event description:
The physician reported that the cause of hypovolemic shock being due to aggressive diuresis of the patient was speculation and not confirmed. The site had speculated that the patient may have been aggressively diuresed by another site prior to their hospitalization. It was confirmed by the other site on (B)(6) 2023 that they do not have any records of aggressively diuresing or recommending diuresis of the patient in (B)(6) of 2022.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was reported that the patient was hospitalized due to hypovolemic shock after being aggressively diuresed based on cardiomems pressure readings. A right heart catheterization was performed and the sensor readings were compared to the readings from the right heart catheter. The sensor was recalibrated and the baseline was decreased by 3.7 mmhg. Additional information has been requested.